Event description:
A lifecor sales representative contacted customer support to report that a male patient had taken his device to his physician's office and stated that the device is defective. The patient is refusing to continue to wear device. When the sales rep. Recovered the device he found the front therapy electrode (te) was gelled. Neither of the rear te's were gelled. The front te did not appear to be damaged in any way. When disconnecting the electrode belt from the monitor the sales rep. Noted the locking collar of the electrode belt connector seemed to be misaligned/ tight and he had difficulty removing the electrode belt from the monitor. The device was downloaded. A review of the download shows two gel release flags on the event date. There was no response button use recorded for either event.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 79002854 has been completed. The cause of the front therapy electrode gelling, misaligned connector collar, and difficulty removing the electrode belt was bent pins within the electrode belt connector. Several pins were slightly bent in a swirl type pattern. The bent pins allowed voltage to be improperly applied to the gel_fire circuit when the connectors were forced together, resulting in the front therapy electrode gelling. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector will be replaced. No adverse event resulted from the bent pins.